Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the main keypad is inoperable and will not function. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.